Event description:
It was reported that the patient experienced a shocking sensation, similar to static electricity, whenever touching metal shelves while shopping at a store in uniontown, pa. The patient stated that these sensations had not occurred anywhere else. An impedance check was performed on the device, and the impedances were found to be normal. No interventions were taken to address the issue, and the sensation was resolved at the time of this report. No further information is available from the healthcare professional.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.